Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges doctor thinks that patient has gotten cancer from using the recall device, patient has other medical problems. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.